Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer malfunctioned due to a missing magnet in the latch insep. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered an issue where the full height drawer 6 failed to open. The customer had tried to recover the drawer, but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.